Event description:
It was reported that a patient experienced a post-operative fall approximately 45 days after an initial surgery for scoliosis. Imaging indicated that that a rod had come loose from a xia 3 blocker. A few days later the patient suffered a second fall and imaging indicated that a second rod had come loose from a xia 3 offset connector. The patient complained of pain and underwent revision surgery whereby the two loosened rods were removed and replaced. This report captures the xia offset connector.

Event description:
A patient experienced a post-operative fall and imaging indicated that the rods were not retained by a xia 3 closed screw and a xia 3 connector. Revision surgery is planned. This report captures the xia 3 connector.

Manufacturer narrative:
H3 other text : device location unknown.